Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer dropped the pump and the pump touch screen was cracked and unresponsive. Reportedly, the customer was unable to access the pump and features. The customer's blood glucose level was in the 200 (mg/dl) range. The customer confirmed that an alternate method of insulin delivery was available.